Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a lap procedure on (B)(6) 2025, the device shut down by itself mid case. The procedure was completed successfully with a surgical prolongation of up to 30 minutes. No negative impact in state of health reported.

Manufacturer narrative:
This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation conducted by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer, "unit shuts down middle of a case" could not be confirmed by inspecting the device. The failure could not be reproduced during physical inspection of the device. However, there were various contaminants that were detected in the gas system and leads the sensors to not measure correctly. This is causing errors with codes 308, 3ff and 321. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).